Event description:
It was reported that the ilet pump generated a consecutive stalled motor alert and the user experienced hyperglycemia while the device was in use; the user attempted a cartridge and connector change prior to the alert, completed a dry run without further alerts, then received an unable to proceed alert when using a non-ilet infusion set and subsequently resumed delivery after a full supply change with the ilet teflon infusion set. Symptoms included elevated blood glucose readings consistent with hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem associated with the stalled motor alert, with resolution after replacing supplies and using the intended infusion set. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.